Event description:
It was reported that the syringe plunger not in place alarmed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. No damage on top case. Bottom case was cracked by l-bracket screws. Plunger head was cracked by screws. Fluid ingression inside plunger head. Force sensor test error was found in the history. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be that the fluid ingression was found inside plunger assembly which caused by the customer. Replaced the whole plunger assembly, plunger cable and plunger tube. Performed power up process and all functional testing which passed.